Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the patient's implant procedure the atrial set screw came out of the device header and was stuck in the torque wrench. A new implantable device was selected and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.